Event description:
This distributor became aware on 10/22/97 of an incident that occurred involving a glidewire during a lower abdomen and run-off arteriogram procedure. It was reported the glidewire was advanced through an entry needle. Resistance was encountered upon advancement due to the pt's tortuous anatomy. The glidewire was withdrawn through the entry needle and readvanced. Manipulation of the wire resulted in a portion of the glidewire shearing off in the profunda artery. The coating was retrieved without incident in surgery and no pt sequelae resulted from this event. Directions for use state: "to avoid damage and possible shearing of plastic, do not withdraw or manipulate through a metal cannula/metal dilator nor advance the metal cannula/metal dilator. Extreme caution should be observed when used with a onewall puncture style needle."